Event description:
Device 1 of 2. Reference MFR report # 1627487-2010-03481. The patient received her scs system on (B)(6) 2010, consisting of an ipg, two surgical leads and two extensions. In (B)(6) 2010, one of her leads was replaced due to migration (see MFR report # 1627487-2010-02410). It was reported that since that time, the patient has experienced problems with bowel and bladder control. No devices have been explanted. No further information is available.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.